Manufacturer narrative:
This report is submitted on august 8, 2018.

Event description:
Per the clinic, the patient developed an infection, unrelated to the device, resulting in the administration of oral antibiotics and the decision to explant the device (date not reported). It is unknown if the patient was reimplanted with a new device as at the date of this report.